Event description:
It was reported that the patient noticed a lack in therapeutic effect. It was unclear as to when this started to occur. A dye study was attempted but the catheter could not be aspirated nor could dye be injected. The pump and catheter were replaced on (B)(6) 2013. Once the pump was explanted the health care provider noticed no flow coming out of catheter or the pump connector port. The health care provider elected to replace the pump as well. Further, a single bolus of 2 micrograms was programmed but no fluid was seen leaving the pump after it was removed from the patient. No reservoir discrepancies were noticed at refills. The pump and a portion of the catheter were to be returned as not all of the catheter was retrieved. This device system delivered sufentanil and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. A partial catheter was returned. Analysis of the catheter body revealed a user related hole.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.